Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had middle and back button stuck sometimes. The insulin pump had slower to rewind and received unexplained insulin flow block alarm and cracked on the back of insulin pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. All buttons are functioning properly and the insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Rewind functioned properly and no unexpected insulin flow blocked alarms noted during testing. The insulin pump was received with stained keypad overlay, scratched case and pillowing keypad overlay. No crack on the insulin pump case noted during physical inspection. (B)(4).